Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. The earliest power data available per the power management tool/detail trace file is on 3/20/2024 at 10:29:59 am. There was no power data available for the event date, 3/15/2024. Unable to check power data for low battery and replace battery alarms for the event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range utilizing the available data. No unexpected low battery alerts or power-related alarms were noted during testing. A review of the history files reveals there were four (4) low battery alerts, and two (2) change battery fault (replace battery) alerts, listed below: 01/30/2024 14:26:00 alarm alert notification (40) fault number: low battery alert (104). 02/28/2024 13:50:00 alarm alert notification (40) fault number: low battery alert (104). 03/05/2024 13:40:00 alarm alert notification (40) fault number: low batteryalert (104). 03/05/2024 23:11:00 alarm alert notification (40) fault number: chang ebatteryf ault (73). 03/13/2024 19:11:00 alarm alert notification (40) fault number: low battery alert (104). 03/14/2024 04:42:00 alarm alert notification (40) fault number: change battery fault (73). No excessive or unusual power/battery-related alarms were noted in the history files. The pump was cut open for a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case. Low battery life and the timing was less than 8 hours from the low battery alert to the replace battery alert anomalies are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported receiving a replace battery now alarm. Troubleshooting was performed for the reported event. The customer received a low battery alert before the replace battery alert or replace battery now alarm and the timing was less than 8 hours. This was the second occurrence of receiving a replace battery alert in less than 8 hours after a low battery warning. The customer stated the battery had not previously been used and the battery cap was not loose, cracked, or damaged. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the pump will be returned for analysis.